Manufacturer narrative:
Section d2b - device product code: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section e3 - occupation - corrected. Manufacturer¿s investigation conclusion: review of the retrieved log files confirmed a decrease in flow as well as flow alerts for flow signal interrupted and flow below minimum. A specific cause for these findings could not be conclusively determined through this evaluation. The retrieved log file was reviewed over the relevant event timeframe. On (B)(6) 2024, flow gradually decreased from approximately 3.3 liters per minute (lpm) to approximately 2.5 lpm. From around 00:27 and 00:29 on (B)(6) 2024, multiple f2 ¿flow signal interrupted¿ and f3 ¿flow below minimum¿ alerts were captured. Once the alerts resolved, flow values were noted at approximately 2.5 lpm. The flow minimum was adjusted from 2 lpm to 0 lpm around 01:19 on (B)(6) 2024, and flow decreased to approximately 0 lpm around 01:22. When flow returned on (B)(6) 2024 around 01:28, it rapidly increased to approximately 3.5 lpm, and the system was shutdown around 01:30 on (B)(6) 2024. The system appeared to be operating at the set speed without issue, and there were no other notable findings. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The centrimag pump was not returned for evaluation. The lot number of the device was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available and provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #15: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. IFU warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #6: attach tubing to the pump in such a manner as to prevent kinks or restrictions that may alter flow or cause regions of stasis or turbulence. Attach in a manner that does not bend or fracture the tubing connectors or ports. Advance the tubing beyond the second barb point of the pump connectors. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled pump setup and operation warns the user that if leaks or other anomalies are found in the circuit, remove the pump and replace with a new, sterile pump. The IFU also contains a section titled emergency pump replacement. The 2nd generation centrimag system operating manual (document (B)(4), rev. M) is currently available. Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts, including the f2 ¿flow signal interrupted¿ and f3 ¿flow below minimum¿ alerts, as well as appropriate operator response to these events. Section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the adult patient in the intensive care unit (ICU) had a loss of flows and decreasing flows on the centrimag pump. The doctor was concerned and exchanged the pump, after which flows increased. There were no alarms noted and no adverse events to the patient, but the motor and console were requested to be serviced and evaluated.